Event description:
An advocate called on behalf of her child to report that they obtained high blood glucose readings with the contour next meter. No specific readings were provided. Based on the high readings, the customer took twice the regular amount of humalog insulin which was administered via the insulin pump. Afterwards, the customer experienced symptoms of hypoglycemia which was described as trembling, feeling chills and unable to talk. The customer was taken to the hospital where additional blood glucose test was performed. No reading was provided. The hospital staff attempted to increase the customer's blood glucose levels, but then it became unstable and customer was hospitalized for 8 days. The customer recovered well after the treatment. No further treatment details were provided. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The product information was not provided. Therefore, no information was captured in section d4 (model #, lot # and expiration date), and the device manufacture date (h4) could not be determined.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Additionally, since no product details (serial # of the meter or lot # of the test strips) associated with the event were provided, an in-house testing could not be performed and a device history record could not be reviewed.